Manufacturer narrative:
H3: product analysis: product ID: 8253402, s/n:(B)(6). Customer's complaint cannot be confirmed, no failures found during the incoming test and burn in test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: unknown prod. ID/ nim interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim mainframe had non-specific/broken and when using the equipment, when using the stimulation probe, the equipment did not emit any response, visual or sound. The damage is possibly in the patient interface, the active fuses may have been missing. This equipment was replacing theirs, which is currently undergoing repairs. They used another nim, nim vital, which is also owned by the hospital. There was no patient impact.